Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple areas of new cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. The manufacturer has an open internal investigation to evaluate driveline sheath damages. The most likely root cause of the driveline sheath damage is exposure to uv light. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline was exposed to sunlight and the outer poly sheath was brown and cracked. There were several areas from approximately two inches from the skin exit site to strain relief with a cracked outer sheath. There were no exposed wires, but there were areas where the silicone lumen was visible. There were no electrical problems. The old driveline repair was removed and the entire driveline from exit site to the controller was observed for damage. Driveline sheath repair was performed. The repair was applied from two inches distal to the exit site all the way down to strain relief. There were several areas throughout the driveline with exposed silicone inner lumen, but no mechanical problems. The patient tolerated the procedure well and no patient complications have been reported as a result of this event.